Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer initially called to report alarms associated with battery changes. The customer then stated, he required treatment by the paramedics due to low blood glucose. The blood glucose reading was 20 mg/dl. Troubleshooting revealed that the programming was correct, except for the time, which was one hour behind. The customer declined further troubleshooting on the insulin pump.